Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the performa system.

Event description:
Reporter stated that customer received the following results on two different meters within 10 minutes: 318 mg/dl (mobile) and 100 mg/dl (performa). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.